Event description:
The event is reported as: the circuit would not pass leak test. The defect was found before pt use. No pt injury reported.

Manufacturer narrative:
Device is available for investigation but has not been received at this time by MFR. A follow-up investigation report will be sent when completed.